Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # v164527, implanted: (B)(6) 2009, product type lead; product ID 3487a-56, lot # v195020, implanted: (B)(6) 2009, product type lead; product ID 3487a-56, lot # v108511, implanted: (B)(6) 2008, product type lead; product ID 3487a-56, lot # v108511, implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37082-40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a-56, lot # v195020, implanted: (B)(6) 2009, product type lead; product ID 3487a-56, lot # v108511, implanted: (B)(6) 2008, product type lead; product ID 3487a-56, lot # v108511, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
The manufacturer representative (rep) called regarding a battery longevity estimate, and the patient's implant was at 2.86 volts. The patient was on the following settings: program 1 - 1.5v, 360us, 40hz. 2 positives, 1 negatives 760ohms / program2: 2.1v, 300us, 40hz. 4 positives, 4 negatives <(><<)>50ohms. Usage was 24 hours per day, and there was no cycling. Impedance measurements showed 1 electrode out of range with >10,000 ohms. Program 2 was showing a short, with <(><<)>50 ohms for the group impedance. The rep was going to reprogram off the contact affecting impedances. However, the rep did not have a longevity complaint regarding the impedances, but was just asking about device longevity at the given settings. No patient symptoms were reported, and the indication for use was cervical radiculopathy. A supplemental report will be submitted if additional information is received.